Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal would not draw up insulin. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328512 batch no. 0160001. It was reported that syringe would not draw up insulin. Verbatim: relion pet owner reported, he could not draw insulin. Stated, it "felt like, no resistance was there".

Manufacturer narrative:
Investigation summary customer returned (3) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0160001. Customer states that the syringe would not draw up insulin. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0160001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal would not draw up insulin. This occurred on 2 occasions. The following information was provided by the initial reporter: material no. 328512 batch no. 0160001. It was reported that syringe would not draw up insulin. Verbatim: relion pet owner reported, he could not draw insulin. Stated, it "felt like, no resistance was there".